Manufacturer narrative:
Date sent to the FDA: 8/29/2007. Result: unused rep samples were tested for tensile strength and absorption. The samples met requirements. Conclusion: no device failure identified. The product is within specification.

Event description:
International customer reported that, the surgical site began to bleed three days following skin mole excision. Customer reports suture broke. Steri-strips were placed.